Event description:
It was reported a malfunction alarm occurred resulting in a blood glucose (bg) level of 18 mmol/l. Customer reset the pump and continued using it for insulin therapy. A correction bolus was administered to successfully resolve the bg.